Event description:
It was reported that the customer experienced issues with air bubbles being present in cartridge and patient line. Fill tubing was performed and air bubbles were expelled. Customer had elevated blood glucose levels. Cartridge was changed and customer stated that the reported issue has been resolved, and blood glucose levels stabilized.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.